Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was causing diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.